Event description:
Information received indicates the head end casters are not holding in brake. The caster wheel holds but the casters continue to swivel.

Manufacturer narrative:
The technician replaced the head end brake casters to repair the bed.